Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated arctic sun device was not heating up while in use, biomed ran a calibration and passed.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The biomed stated arctic sun device was not heating up while in use, biomed ran a calibration and passed. Per follow up information received via task on 09may2025, spoke with biomed who stated no repair was completed. The device was checked and returned to the floor. They were unsure what floor the device came from initially. Stated it may have been a user issue during patient use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related based on the results of this investigation, no additional actions are required. Corrections: b, d, g, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated arctic sun device was not heating up while in use, biomed ran a calibration and passed. Per follow up information received via task on 09may2025, spoke with biomed who stated no repair was completed. The device was checked and returned to the floor. They were unsure what floor the device came from initially. Stated it may have been a user issue during patient use.